Event description:
It was reported that the patient did not feel stimulation sensation up to 7 volts and at 7.1 volts, he felt overstimulation. Impedance measurements were within normal limits and ranged from 500 to 1500 ohms. A follow up appointment was scheduled for (B)(6) 2012. Additional information received reported the patient's implantable neurostimulator was replaced. It was noted that the patient may also require a lead revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).